Event description:
It was reported that signal loss over one hour occurred. On the day of the event, the patient was asleep and when he woke up there were no cgm readings as there was signal loss. The system alarmed for signal loss but it was too late as there were no cgm readings. The patient experienced sweating and was feeling weak. The patient decided to go to the hospital to be treated. The patient called an ambulance and paramedics took a blood glucose (bg) reading which was 400 mg/dl and at this time, signal returned and the cgm reading was 250 mg/dl. The patient was treated with IV insulin and IV fluids. At the time of the report the patient was recovered. Data was provided for investigation. The allegation was confirmed via data as a signal loss equal to or under one hour. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.